Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that angina, shortness of breath, and in-stent restenosis (isr) occurred. In (B)(6) 2013 during a revascularization procedure the 3.5x28mm promus element plus was implanted in the proximal left anterior descending (lad) artery. In (B)(6) 2015, the patient presented due to substernal chest pain associated with shortness of breath and was hospitalized on the same day. The patient was subsequently referred for cardiac catheterization. The next day, coronary angiography was performed and revealed a 70% isr of previously deployed 3.50x28mm promus drug-eluting stent in proximal portion. On the same day, the 70% isr of previously deployed stent was treated with 3.2x22 non bsc drug-eluting stent with 0% residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on the same day.